Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that the lancing device was missing from her onetouch verio iq meter packaging. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 11:00am. At the time of the alleged product issue, the patient managed her diabetes without diabetes medications. The patient stated that she followed her usual diabetes management routine in response to the alleged product issue. The patient denied that she developed any symptoms; however she stated that she visited her doctor's office on (B)(6) 2015 at 1:30pm where she was prescribed new diabetes management of 10 ml insulin (type/dose not provided) twice daily. The patient denied that her blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the closure seal on the packaging was intact prior to opening and the csr confirmed that the lancing device was missing after educating the patient on the correct box contents. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms and the hcp treatment was a change in diabetes management and not for a severe high or low blood glucose excursion. The alleged product issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: correction.(B)(4). Product problem/malfunction should have been checked.